Event description:
It was reported that the device declared a lead safety switch (lss) on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The patient experienced muscle stimulation due to the unipolar programming. This ra lead remains in service. No additional adverse patient effects were reported.